Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was having an occlusion/no delivery. Customer's blood glucose was 130 mg/dl at the time of the call. Customer reported that they have to manual push insulin to exit and re-inserted set into the pump when alarm occurred. The device will be replaced.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistance(gold). Unable to confirm excessive no delivery alarms due to motor error alarm.